Event description:
Rn successfully started an IV then pushed the needle cover to secure device. When the used supplies were being picked up the nurse was stuck by the used needle. Upon inspection it appeared that the needle cover malfunctioned and didn't cover the sharp. No harm to patient. Nurse was exposed to patient's blood/body fluids via unintentional needle stick.